Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the anvil would not click onto the trocar. A second device, the 25 stapler, had been opened and the surgeon reports initially it did not click either, but the second attempt fully attached the anvil to the trocar. The patient was still on the table. Procedure will be completed.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = cdh29a. The analysis results found that one cdh29a was received instead of a cdh29. The device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was attached to the trocar without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.